Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 04-jun-2021: date unknown. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches and cracks on lcd lens screen. The customer stated problem was duplicated. Dso (downstream occlusion sensor) psi reading was out of calibration (below the allowed manufacturing specification). Recalibrated dso and sensors. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed pressure test. This occurred during testing. There was no patient, or clinician injury associated with this occurrence.